Event description:
The manufacturer received information alleging a ventilator's lcd was blank and that the tidal volume was inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's lcd and sensor board were replaced to address the issues.